Event description:
An altitude alarm was reported for the pump. There was no adverse impact to the customer¿s blood glucose level, as it remained between 54-500 mg/dl (3.0-27.7 mmol/l). The customer replaced the cartridge to resolve the issue, and the pump resumed normal operation.